Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Found motion batteries depleting rapidly prior to use, after system has been charging overnight. All batteries/ charger banks tested within specs at j7 connector. (8) motion batteries replaced per procedure in the service manual due to rapid depletion upon charge. System tested, and checks out satisfactorily at this time. The batteries have not been received by the manufacturer for evaluation. An electrical failure mode was confirmed, with the motion batteries being the root cause of the issue. A full imaging system check-out was completed following battery replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system battery life was low. It was reported that while driving the system out of the operating room, it ran out of power. The motion batteries are reportedly not holding a charge. There was no patient present when this issue was identified.